Event description:
It was reported the programmer and radiofrequency (rf) head were returned for repair, test and calibration, and installation of the latest software version. Specific details related to the repair request were not provided. The programmer was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the handle was broken, the power cord door was damaged, the hinge plate was cracked, the stylus was missing, and the electrocardiogram (ECG) connector was loose, so the link electronic module (lem) circuit board was replaced and calibrated. Product ID: 2067 radiofrequency head; product ID: 229047 analyzer. (B)(4).